Event description:
It was reported the patient received eight shocks and that a lead integrity alert. It was further reported that there was high impedance, oversensing, noise and a fracture was suspected of the right ventricular lead. During extraction of the pacing and tachy leads the patient had a decrease in vital signs and was taken urgently to surgery. The leads were removed and replaced and the patient was taken to intensive care. The current status of the patient has been requested and not received.

Event description:
It was reported the patient received eight shocks and that a lead integrity alert occurred. It was further reported that there was high impedance, oversensing, noise and a fracture was suspected of the right ventricular lead. During extraction of the pacing and tachy leads the patient had a decrease in vital signs and was taken urgently to surgery. The leads were removed and replaced and the patient was taken to intensive care. The current status of the patient has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the partial lead was returned in segments, was analyzed and no anomalies were found. It was noted there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.